Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient presented in the clinic for a routine follow up and 2 instances of non sustained lead noise was noted. Clinician decided to decrease the ventricular sensitivity from 0.5mv to 0.6mv. Plans were made to monitor the lead.